Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test" and device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal. Bleed"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("rash/skin condition"), urinary tract infection ("uti"), the first episode of vaginal discharge ("vag. Discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and the second episode of vaginal discharge ("vaginal discharge") and was found to have a pregnancy with contraceptive device ("pregnancy (with complications)"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain, back pain, dermatitis allergic, urinary tract infection, vaginal haemorrhage, menorrhagia and the last episode of vaginal discharge outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, back pain, dermatitis allergic, genital haemorrhage, menorrhagia, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test" and device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), genital haemorrhage ("gen. Abnormal. Bleed"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("rash/skin condition"), urinary tract infection ("uti"), vaginal discharge ("vag. Discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have a pregnancy with contraceptive device ("pregnancy (with complications)"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, device dislocation, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain, back pain, dermatitis allergic, urinary tract infection, vaginal discharge, vaginal haemorrhage and menorrhagia outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, back pain, dermatitis allergic, device dislocation, genital haemorrhage, menorrhagia, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received: new event -device migration added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test" and device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal. Bleed"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("rash/skin condition"), urinary tract infection ("uti"), the first episode of vaginal discharge ("vag. Discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and the second episode of vaginal discharge ("vaginal discharge") and was found to have a pregnancy with contraceptive device ("pregnancy (with complications)"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain, back pain, dermatitis allergic, urinary tract infection, vaginal haemorrhage, menorrhagia and the last episode of vaginal discharge outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, back pain, dermatitis allergic, genital haemorrhage, menorrhagia, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Events per pfs: pregnancy (with complications), device ineffective, abnormal bleeding (menorrhagia), abnormal bleeding (vaginal) and vaginal discharge. Event genital bleeding was downgraded to non-serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("rash/skin condition"), urinary tract infection ("uti") and vaginal discharge ("vag. Discharge"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, pelvic pain, abdominal pain, back pain, dermatitis allergic, urinary tract infection and vaginal discharge outcome was unknown. The reporter considered abdominal pain, back pain, dermatitis allergic, genital haemorrhage, pelvic inflammatory disease, pelvic pain, urinary tract infection and vaginal discharge to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. Event injury was deleted. Events added from pfs- pelvic / abdominal, back pain, gen. Abnormal. Bleed, rash/skin condition, uti, vag. Discharge, pelvic inflammatory disease, did not undergo confirmation test. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.